Manufacturer narrative:
D4: corrected serial number, catalog number, and UDI. H6: omitted code f26 and added f2303.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The cause of the product damage - anticontamination sleeve could not be determined as no product was returned for evaluation and limited clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported low purge flow and high purge pressure with their impella 5.5. The purge cassette was changed with no resolve. No kinks were noted. No patient harm has been reported.

Manufacturer narrative:
B5: added patient outcome. D6b: added explant date.

Event description:
Outcome at explant was survived.

Event description:
Clinical narrative(updated): an impella 5.5 device was inserted via the right axillary artery in a 65-year-old male patient with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a high purge pressure alarm was noted. Purge flow was less than 1 ml/hr and purge pressure was 1050 mmhg. Changing the purge cassette did not resolve the issue, and no kinks were noted. Purge flow became blocked, and tissue plasminogen activator (tpa) was started. The tpa was utilized off label for the high purge pressure to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. The bedside nurse informed me that the anti-contamination sleeve had ripped off of the hub. The nurse secured it with sterile gauze and tegaderm. I recommended replacing the device and advised not to advance the catheter, as it was no longer sterile. The patient remained on support.

Manufacturer narrative:
B1, b2, h1, h6 revised based on the additional information received.